Event description:
A 14f 1.5cm 45cm g-j tube was special ordered for patient. The tube arrived and the patient was scheduled for egd with g-j tube placement. Everyone in the procedure room agreed that the tube that was delivered was the correct size tube so patient was placed under anesthesia and procedure started. When the sterile package was opened, the tube inside was marked as a 14f 1.5cm 45cm g-j tube but the tube actually was only about 10cms long. Product re-examined. Confirmed all labeling indicated 45 cm length. Feeding device measured at 7.25 inches or 18 cm. Fortunately, a special order for a 16f 45 cm tube for a future patient had arrived and we were able to utilize for this patient. Dr. Was very concerned that if we had not special ordered another tube, this patient would have had to be woken up and brought back for second procedure and delayed the patient from receiving the needed nutrition.

Event description:
A 14f 1.5cm 45cm g-j tube was special ordered from amt for patient. The tube arrived and the patient was scheduled for egd with g-j tube placement. Everyone in the procedure room agreed that the tube that was delivered was the correct size tube so patient was placed under anesthesia and procedure started. When the sterile package was opened, the tube inside was marked as a 14f 1.5cm 45cm g-j tube but the tube actually was only about 10cms long. Product re-examined. Confirmed all labeling indicated 45 cm length. Feeding device measured at 7.25 inches or 18 cm. Fortunately, a special order for a 16f 45 cm tube for a future patient had arrived and we were able to utilize for this patient. Dr. Was very concerned that if we had not special ordered another tube, this patient would have had to be woken up and brought back for second procedure and delayed the patient from receiving the needed nutrition.